Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was hospitalized for unrelated issues in late 2013. The pt has not used/ charged her ipg since (B)(6) 2013. The sjm representative confirmed loss of communication with multiple external devices. Surgical intervention will be taken to address the issue.